Event description:
It was reported that during the procedure in the moderately tortuous/calcified mid circumflex artery, multiple unsuccessful attempts were made to advance a powerturn guide wire to the distal segment of the vessel. The physician stated that the guide wire was most likely storing torque in the core and this resulted in the guide wire looping around itself rather than going around a bend in the vessel to proceed distally. The guide wire was withdrawn from the anatomy and exchanged for a balance middleweight guide wire which performed as intended. Pre-dilatation was performed using a 2.5x12 trek dilatation catheter and a 3.0x15 xience prime stent was successfully deployed. During post-dilatation, a 3.5x08 nc trek balloon ruptured at 12 atmospheres during the first inflation. The device was replaced with a 3.5x15 nc trek balloon and post dilatation was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issues. Reportedly, the nc trek was not submerged in heparinized saline prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect preparation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek coronary dilatation catheter instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.